Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images revealed an outflow graft kink; however, a specific cause for the outflow graft obstruction could not be conclusively determined through this evaluation. Review of the submitted computed tomography (CT) revealed a kink past the outflow graft bend relief, near the outflow graft¿s midpoint, that could have contributed to a narrowing of the outflow graft lumen. The controller event log file contained events from events from the reported event date of 02aug2024. Review of the events from the reported event date revealed no notable events or alarms. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5, "surgical procedures," provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 further cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the right heart failure pre-existed left ventricular assist device (lvad) implant. No device related issues caused or contributed to the patient's right heart failure. The patient displayed slight edema of the lower limbs. Compensation and medication adjustments were performed and the patient was doing well at home.

Event description:
It was reported that during a transthoracic echocardiogram (tte) evaluation, lower flows on the outflow cannula of the heartmate 3 device was noted. A request for data analysis with a focus on rotor displacement was made. Log file analysis revealed flow values of 4.1 - 5.1 liters per minute (lpm). Recorded rotor displacement data showed no unusual patterns during recent recorded history. There were no unusual patterns recorded. The trended recorded estimated flow values appeared to remain stable throughout the history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
B5 - narrative information. H6 - adverse event problem - health effect - clinical code no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that there was no concern for obstruction. The patient had a chronic finding of outflow graft stenosis on a computed tomography (CT) scan. There were no changes to patient condition or anticoagulation status that may have contributed and no recent changes to pump parameters. There were no exceptional findings from an echocardiogram (echo). The patient's low flows were caused by slight right heart failure (rhf) and dyspepsia. The patient had vertigo. After compensation of rhf and dyspepsia no symptoms were observed.